Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the analyzer and identified the co2 acid reagent priming backwards at the ratio pump and there were bubbles in the line. The fse found one ise (ion selective electrode) line partially stuck in the tube clamp above the bottles. The fse tightened the screws to the co2 (carbon dioxide) acid valve on the ratio pump. The fse found electrodes had been assembled incorrectly by the customer. On (B)(4) /2014, the fse replaced the ratio pump stack and valve for the co2 acid section and proactively replaced the alkaline buffer peripump. Identified failure mode: failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
The customer reported erroneous low co2 (carbon dioxide) results were generated when using the unicel dxc 880i synchron access clinical system. There were 12 patient samples involved in this event. Test results for one of the patient samples was reported out of the laboratory. The erroneous test result was identified and a nurse was notified. There was no harm or change to patient treatment. When the issue was noticed, patient samples were rerun on a different instrument and results were corrected. There were no reports or death, injury or affect to patient treatment associated with this event. (B)(6).